Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported for at least a month, they had been experiencing a sharp pain, like a wire was loose; with certain movements, a sharp pain would come and go quickly. Patient spoke with manufacturer representative (rep) yesterday and was redirected to their healthcare provider to further address the issue, but they recently moved and didn't have a new managing physician yet. Patient said their representative also told them their stimulator was near eos. Agent reviewed information and redirected patient to healthcare provider; sent physician listing and documented reported information.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID: 3998 (lot: v042627); product type: 0200-lead; implant date: (B)(6) 2007; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# v042627 implanted: (B)(6) 2007 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt). Pt reported that they had a stimulator implanted around 2001. Pt stated it was wonderful but being 25+ years the wires broke and frayed. It was necessary to put new wires and stimulator.